Event description:
The complaint received in 01/2004 described a frayed catheter tip, which would not be a malfunction likely to result in serious injury or death. However, analysis of the returned device in 03/2004 revealed a malfunction with potential for serious injury. The valve mapper steerocath-dx mapping diagnostic catheter was used as a therapeutic catheter to successfully treat atrial fibrillation and atrial flutter. There was no pt injury. The facility reported a frayed catheter tip with wires exposed. Analysis of the returned device revealed protrusion of a wire from the steering mechanism assembly. The diagnostic catheter is not indicated for use as an ablation catheter as used in the reported procedure. It is unk at this time what impact the application may have had on the malfunction.